Event description:
It was reported that while a patient underwent an atrial ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter, the physician discovered what is suspected to be char on the complaint catheter. Char was noted on the catheter tip on two occasions during the procedure and the physician manually wiped the char away. There was no patient consequence and the procedure was completed successfully. The device has not yet been returned to bwi for analysis.

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent an atrial ablation procedure with a thermocool smarttouch bi-directional navigation catheter, the physician discovered what is suspected to be char on the complaint catheter. The returned device was visually inspected upon receipt and a light reddish brown material was found on the proximal end of the tip dome. Per char condition reported the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The customer complaint regarding char has been verified. However the root cause of the char remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The product has not been returned. The product investigation is pending.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).